Event description:
Additional information was received on (B)(6), 2012 when the nurse reported that the patient was unable to recall the exact dates of the 2 suicide gestures but they were sometime between (B)(6) 2011 and (B)(6) 2011. According to the nurse there was no relationship between the suicide gestures and vns. The patient's parents were diagnosed with terminal illnesses around the time of the suicidal gestures. The patient also had an argument with his wife right before he jumped out of a moving car. The nurse further stated that the patient had tried and failed the medication saphris xl a few weeks before the suicidal gestures. The patient discussed both incidents at therapy on (B)(6) 2011 and processed it psychologically. The second intervention was adjusting the patient's vns settings; the output was increased from 1.75ma to 2.25ma, the frequency was decreased from 30hz to 25hz and the off time was increased. The nurse stated that the patient didn't improve after the changing of vns settings and in fact his side effects became intolerable. The patient's vns was then disabled on (B)(6), 2011 after the patient had turned it off with his magnet for a trial period from (B)(6) 2011 until (B)(6), 2011. The device is still disabled at present and the patient has shown no increase in depression and feels better.

Event description:
On december 12, 2011, a vns treating psychiatrist reported that the vns depression patient had 2 suicide gestures or attempts on an assessment dated (B)(6) 2011. One of the attempts/gestures was definite but very ambivalent in intent and had no danger to life and the other attempt/gesture was serious in intent and had a mild threat to life. The psychiatrist stated that there is no relationship between the patient's medications and the suicidal gestures/attempts but that there is a probable relationship between the patient's mental disorder and the suicidal gestures/attempts. The patient's programming history was reviewed and the last system diagnostics was performed on (B)(6) 2009 which showed the vns to be functioning correctly with an output=ok/lead impedance=ok/dcdc=3/eri=no. A battery life calculation was performed which showed 5.97 years until eri=yes. Additional information has been requested from the psychiatrist but no further information has been received to date.

Event description:
Additional information was received on (B)(6) 2012, when the nurse reported that the suicidal gestures reported on MFR. Report # 1644487-2012-01551 were the same ones as these suicidal gestures from (B)(6) 2011.